Event description:
A report was received that a patient was having trouble charging their implant and no longer feels their stimulation. The patient reported that she implanted for a pacemaker and noticed that her ipg did not work the day after her pacemaker was implanted. The physician has suggested that her ipg be replaced.

Event description:
A report was received that a patient was having trouble charging their implant and no longer feels their stimulation. The patient reported that she implanted for a pacemaker and noticed that her ipg did not work the day after her pacemaker was implanted. The physician has suggested that her ipg be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint was confirmed. The patient¿s profile indicated that the device had been charged normally prior the implantation of the pacemaker. Prior the procedure, the depletion rate was within a normal range. After the procedure, the ipg battery voltage indicated that the patient was not able to charge the device and it could not get charged passed the hibernation state. In the lab, several attempts were made to charge the device unsuccessfully, because the device could not hold the charge due to excessive sleep current leakage. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits were covered in the epoxy resin top.